Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure, a nrg transseptal needle was selected for use. A non-boston scientific sheath could not be advanced properly because the patient had tortuous vessel, and it was manage to be advanced within the right atrium, but a severe resistance was felt when the needle was tried to cross on the inside. It was tried several times but it was decided that it would be dangerous, and when it was pulled out, the needle was severely kinked. Thus a new device was unpacked, and shaping was performed and when it was tried again, it managed to cross. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed). Both device were difficult to advance. No other issues were reported.